Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during routine follow-up this pacemaker was found at end of life (eol). Upon review it was noted that the device declared elective replacement time (ert) approximately 5 weeks after a follow-up where the device showed 5 years remaining longevity. Boston scientific technical services (ts) discussed the issue was likely the result of a device reset, however, upon review of device data there was no clear evidence of a reset. The patient was hospitalized pending revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. It was noted that the remaining longevity estimate was misinterpreted during the patient's follow-up prior to finding the device at eol that in turn resulted in missing the ert window. Upon considering this information and the programming changes made prior to explant the physician determined the device experienced normal battery depletion. Additionally, the device met minimum expected longevity per labeling. The device was not made available for return. No adverse patient effects were reported.

Event description:
Additional information was received indicating that prior to the observed behavior, the device had been reprogrammed with an increased lower rate limit of 70 ppm versus the previous value of 50ppm. Additionally, device output was increased to a set value of 4.5v. Ts discussed that this would have a significant impact on remaining longevity and was the likely reason ert was declared sooner than expected. This system remains in service at this time.